Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2025, the patient experienced a missed alert after which they experienced a hypoglycemic event. The day of the event the patient lost balance due to a hypoglycemic event and fell and hurt herself. The patient stated they did not receive an alert for the hypoglycemic event. No further symptoms and no treatment were reported for hypoglycemia, but the patient went to the hospital for an x-ray of the shoulder that she hurt due to the fall. When the patient saw the traumatologist 2 weeks after, it was confirmed that the patient suffered a humeral head fracture. The injury did not require surgery, but the patient uses a sling. At the time of the report the shoulder was still sore. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss equal to or under 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.